Event description:
It was reported that a wireless module has water damage. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of water damage. Evaluation found corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, which caused the components to fail. The device has been retired from service.